Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
The customer reported that when the unit was removed from storage, it would not power on under battery power. The field service engineer (fse) informed the customer that philips does not have back up batteries for this device and this unit is at the end of life. The customer reported that the unit was not in use on a patient. The fse informed the customer that they may need to remove the unit from service, due to no part being available and end of life of the product.